Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s), however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-03321. It was reported that the patient had an infection at the trial lead site. Patient reported headache and back ache. As a result, a surgical intervention occurred wherein the leads were explanted and patient was placed on antibiotics. Reportedly, infection has resolved.